Event description:
It was reported that the bd ultra fine¿ pen needle broke off during the injection and insulin leaked from the site. The following information was provided by the initial reporter: "consumer reported that the pen needle broke off at patient end during injection. She stated that the purple part of the pen needle came off as she was doing the injection and the insulin ran down from the injection site. Consumer stated that she removes the clear outer cover and then she injects the insulin with the purple cover in place. She said there is a hole in the purple cover that allows the insulin to flow through. I also asked about her glucose leverls and she said her levels are fine. I expained to the consumer that both covers must be removed in order to properly inject the insulin. She said she has been doing the injection the same way for the past three years and never had a problem. I advised consumer to speak with her doctor or pharmacist but she insisted that she is doing it correctly."

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle broke off during the injection and insulin leaked from the site. The following information was provided by the initial reporter: "consumer reported that the pen needle broke off at patient end during injection. She stated that the purple part of the pen needle came off as she was doing the injection and the insulin ran down from the injection site. Consumer stated that she removes the clear outer cover and then she injects the insulin with the purple cover in place. She said there is a hole in the purple cover that allows the insulin to flow through. I also asked about her glucose levels and she said her levels are fine. I explained to the consumer that both covers must be removed in order to properly inject the insulin. She said she has been doing the injection the same way for the past three years and never had a problem. I advised consumer to speak with her doctor or pharmacist but she insisted that she is doing it correctly."